Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of around 360-361 mg/dl; cause was not known. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room and treated with 1 liter of fluids and insulin via injection. Customer was released from the hospital on april 26th, 2024 with the issue resolved. Customer did not sustain any permanent damage. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.